Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch verioiq meter read inaccurately compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at on (B)(6) 2016 at 8.45pm they obtained inaccurate results of "80-80 mg/dl" with the subject meter. It is unknown if the results would/would not meet lifescan's precision criteria as the comparison is against their feelings and/or normal readings. The patient stated they manage their diabetes with pills, diet and/or exercise. The patient confirmed that they did make changes to their usual diabetes management regimen in response to the alleged product issue; the patient alleged taking more food/drink in response to the inaccurate result on (B)(6) 2016 at 3am. The patient claims she/he developed symptoms of "sweating, shaky, burr vision and cold feet" 4 hours after the product issue. The patent then alleged self-treatment with more food and/or drink on (B)(6) 2016 at 3am. Another device (ot ultra2) was used on (B)(6) 2016 at 3am, the patient alleged observing a blood glucose result of "22mg/dl". At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. The patient was unable to confirm what the issue was with the result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
Follow-up #1.the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.